Manufacturer narrative:
Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, however incorrect additive quantity ¿ insufficient was not seen in the photo. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and no gel issue was observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin, but unconfirmed for incorrect additive quantity ¿ insufficient. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, customer saw low proportion of additives in blood collection tubes, which led to the occurrence of fibrin filaments, instrument alarms leading to review of results, and delays in issuing reports. This event occurred 5 times and no patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, customer saw low proportion of additives in blood collection tubes, which led to the occurrence of fibrin filaments, instrument alarms leading to review of results, and delays in issuing reports. This event occurred 5 times and no patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital g5: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed